Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose level of 270 mg/dl, the customer went to the emergency room and was subsequently hospitalized. Suspected cause was due to an occlusion alarm that may have been caused by an inaccurate cartridge change. During the cartridge change, the customer did not perform the air removal process correctly. A system check was performed, and no issues were identified with the pump, insulin, or infusion set. Prior to the hospitalization, the customer performed supply changes and delivered a bolus via an insulin pen to address bg. Customer was treated with intravenous fluids and released from the hospital later the same day with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy.